Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported a "replace sensor" message upon scanning the adc device and was unable to obtain readings to monitor glucose. The customer experienced symptoms of headache and stomachache and was treated with "rapid bolus of 13 unit insulin" by parent. There was no report of death or permanent injury associated with this event.

Event description:
A caller reported a "replace sensor" message upon scanning the adc device and was unable to obtain readings to monitor glucose. The customer experienced symptoms of headache and stomachache and was treated with "rapid bolus of 13 unit insulin" by parent. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed on sensor patch. Extracted data using approved software, sensor was found to be in state 6 (indicating abnormal termination). Visual inspection was performed on the sensor plug assembly and no issues were observed. Further investigation was performed and the sensor was de-cased. Visual inspection was performed and no issues were observed on the sensors printed circuit board assembly (pcba). Measured the returned battery and results were not within specification. Extended investigation has been performed on the returned sensor, no issues were observed. Measured the returned battery and results were outside of specifications. Issue has been confirmed to low battery. All pertinent information available to abbott diabetes care has been submitted.